Manufacturer narrative:
During inspection and testing, service found foreign material clogging the nozzle due to insufficient cleaning. The reported issue (pinhole) was confirmed during testing. Due to pinholes on the forceps channel and connecting tube, the device was no longer watertight. In addition, the insulation resistance value at the distal end did not meet the standard value due to the adhesive on the bending section cover peeling, angulation in the up direction did not meet the standard value due to elongation of the angle wires, the play in the up/down angulation knob did not meet standard due to elongation of the angle wires, the adhesive on the bending section cover was chipped and cracked, water removal ability did not meet standard value due to clogging of the nozzle, switch one was scratched due to physical stress, the adhesive around the objective lens and light guide lens was peeled, the light guide lens was cracked due to handling, the metal tip was damaged due to handling, the distal end cover was burned due to high energy accessories being used too close to the distal end, and the connecting tube was cut and buckled due to handling. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported a pinhole in the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found foreign material clogging the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Event description:
The customer reported the pinhole was observed during reprocessing of the device in the endoscope reprocessor.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material larger than the inner diameter of the air/water nozzle that clogged the air/water channel. The material could not be further defined. It was further confirmed that there was no deformation of the air/water nozzle. The cause of the suggested phenomenon was presumed to have been due to improper reprocessing of the device in relation to the instructions for use (IFU). It is recommended that the user facility reprocess the device in accordance with the IFU. Olympus will continue to monitor field performance for this device.